Manufacturer narrative:
Bd received samples and photos from the customer facility forinvestigation. The samples and photos were evaluated andthe customer¿s indicated failure mode for 77455 with theincident lot was not observed. Additionally, a review of themanufacturing records was completed for the incident lot andno issues were identified.

Event description:
It was reported that bd vacutainer® edta 2k had embedded foreign matter in the cap.

Manufacturer narrative:
Medical device type: updated to indicate correct device type jka. PMA / 510(k)#: updated to indicate correct 510(k) number k981013.